Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 552 mg/dl at time of event. Elevated blood glucose was addressed with a bolus from the pump. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion site cannula from the infusion site. Customer reported using pump supplies for 3-5 days and not performing the air removal step when filling new a cartridge. Customer was instructed to change pump supplies every 48-72 hours and was educated on the air removal process per the user guide. Customer cleared the alarm and resumed insulin delivery.